Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to physician elected to do a left bundle implant on his own, knowing it was an off-label use. Physician then proceeded to get the lead entangled in the septum and wasn't able to get out and new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to physician elected to do a left bundle implant knowing it was an off-label use. Physician then proceeded to get the lead entangled in the septum and was not able to get out and new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.